Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the glass cap exhibits moderate devitrification at output window. The metal cap exhibits mild char on surface. The fiber is broken within the outer flow tubing 2mm from the control knob, between distal tip and control knob, and exhibits indication of bending, crushed, and no melting at break location. The fiber was tested with hene laser fixture, aim beam is present at break location. There are no signs of detachment along the length of the fiber. The outer flow tubing open end exhibits minor scratch marks. Tip char and break along fiber body observed. Based on device analysis, excessive bending during procedural use caused the product to stop. An evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
Analysis of the device found that the fiber tip char and break along the fiber body. There was no patient injury reported.